Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including power cycle testing and bench handling without duplicating the report. An internal inspection found no discrepancies. The monitor board and dock connector were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device would intermittently not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.